Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 77 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for (B)(6) 2016. The customer was admitted as an inpatient for medical treatment. Customer's blood glucose at time of admission was unknown mg/dl. The customer was admitted to emergency medical service. Customer stated her blood glucose was 105 mg/dl when the emergency medical service left. The customer was advised to perform displacement test and the pump stopped and it didn't go all the way to the top and it did not alarm. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test.